Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial visual inspection noted no irregularities in the tip section of the lead, and all four tines were intact and within mechanical specification. Resistance tests were completed to assess the lead's electrical performance and integrity. Measurements throughout these tests were within normal limits. Our analysis could not confirm the clinical observation.

Event description:
Boston scientific received information that this right atrial lead was explanted and replaced after it was suspected that the lead had moved from its original implant location. No adverse effects beyond the additional surgical procedure were reported.